Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for analysis. A kink was observed in the sheath assembly from femoral marker to the proximal end. Also, a kink and an open hole was observed in the lap joint area. Furthermore, fluid leaked from the open hole in the lap joint area during flushing the catheter. Impedance testing shows a good unit wave form. Poor image (dark image) appeared in the ilab system because it was unable to flush the catheter properly since it leaks through the observed hole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 14-jan-2016. It was reported that lost image occurred. The 75% stenosed target lesion was located in a moderately tortuous and calcified unspecified lesion. During a percutaneous coronary imaging (pci), an opticross¿ imaging catheter was selected for treatment. However due to a severe lesion, the image disappeared during an intravenous ultrasound (ivus).the procedure was completed using another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed of an open hole was observed in the lap joint area.